Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip of the needle broke and fell into patient's cavity. An x-ray was performed to locate and retrieved the needle. Patient was put in recovery room.